Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a rash and itchiness all over their body after implant of the implantable pulse generator (ipg) system. An allergic reaction to the materials on the pacing leads and ipg was suspected. Antibiotic and antihistamine treatment was provided. The ipg system remains in use, as the rash has eased. No further patient complications have been reported as a result of this event.